Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received not deployed. The download data shows that the device generated an 0xd6 alarm, indicating a low voltage detection by the qn3000. The alarm was generated during priming, preventing the completion of second prime and causing the needle mechanism to not deploy. No damages or deficiencies were observed that would contribute to an 0xd6 alarm. During the investigation, all three batteries were measured to have sufficient voltage and the shelf mode current was measured to be within specification. Inspection of the needle mechanism components found no damages or deficiencies that would cause the needle to not deploy. The needle mechanism deployed as intended upon manual rotation of the ratchet gear. The 0xd6 alarm was confirmed to be that cause of the reported failure of the needle to deploy. The exact cause of the 0xd6 alarm could not be determined.